Event description:
On (B)(6) 2023, a pul procedure was underway using a ul2 device when the needle tip broke outside the patient. The patient underwent a cystoscopy which confirmed no needle fragment inside the patient. On 21dec23, during a device investigation, 2 mm of the capsular tab and 1 mm of the needle tip was broken. The physician was informed and will monitor the patient as no adverse events were reported.